Event description:
Attorney alleges plaintiff developed injuries which included a disease or disorder. Particulars of the injuries include: capsular contracture, breast pain, breast lumps, silicone leakage, autoimmune disease in the form of immune reaction to silicone, interference with immune system and development of silicone syndrome, joint pain, chest pain, cold sensitivity, hair loss, fatigue, weight loss, cosmetic damage, anxiety, nervousness and depression.